Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 years ago from date manufacturer was made aware. Block d6b: explant date: 2021.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device will not be returned. No further information could be obtained despite good faith efforts.